Event description:
Pt reports upon taking mixed flolan out of refrigerator to use, it contained large pockets of air which she was unable to remove using a syringe - advised her to make another cassette to use tonight and also back up cassette for tomorrow.